Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis nurse reported a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2016 due to peritonitis. At the time of the report the patient was still hospitalized undergoing peritoneal dialysis therapy.